Manufacturer narrative:
The insulin pump seats immediately during the displacement test due to the motor slide sticking due to dried insulin. Unable to perform the displacement test, prime/seating test, rewind test, basic occlusion test, force sensor test, and occlusion test or verify no delivery/occlusion alarm due to motor slide damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The blood glucose level was 170 mg/dl at the time of incident customer also reported that they are unable to exit the load reservoir process. The insulin pump will be returned for analysis.